Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. The troubleshooting was done for high blood glucose event. Customer did not reported any symptoms related to their high blood glucose level. Customer stated that they ate but forgot to bolus. The insulin pump will be returned for analysis.